Event description:
Per the customer, at least two pts, maybe more, had been injured at settings previously tolerated. Per the customer, the unit seems to be running hot. Lumenis made multiple requests of the customer for the pt and incident details, including burn degree and medical intervention, if any. These details were not provided by the customer to lumenins for investigation.

Manufacturer narrative:
Per the lumenis customer engineer ce, the last calibration date on the treatment head was 08/29/2005. Per the ce, there was a small and light burn spot on the power meter face and the sr560 head has a small burn spot on the far end of the light guide. Before calibration, the energy was 52% high. The ce cleaned the light guide, power meter aperature and the power meter dectector face. After calibration, energy out was 5% low (in specification). Ce checked that all heads were within specification, system ok for use per the ce. Root cause: inadequate maintenance by the user resulted in foreign material on the device; this caused the system to calibrate high. As the customer did not provide the requested details, no conclusion can be drawn as to whether add'l factors relate to the root cause of the reported injuries. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.